Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was unable to remove the battery cap off his insulin pump. No further information was provided.

Manufacturer narrative:
Insulin pump received with battery cap damage due to stripped coin slot, cracked case display window corner, cracked battery tube threads and cracked reservoir tube lip.